Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. It was reported the patient was receiving 1.25 gram over an 8hour time period using the cadd solis pump with tubing, and the patient has a peripherally inserted central catheter (PICC) line. Per reporter a large amount of bag volume remained at each bag change and should be empty. It was also reported the volume remaining, as measured by the home care staff, was reported to be approximately 26 percent of the dose. No additional information is available at this time.